Event description:
Physician was placing central line. After placing the line it was noticed that one of the ports was leaking. It was the white proximal port below the hub. The port was clamped and labeled not to use and was saved once the device was discontinued.